Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate and remained static. Blood glucose was in the 200 mg/dl range. Reportedly, the customer continued to use the cartridge and the fill estimate began to deplete as expected.